Manufacturer narrative:
Qn: (B)(4).

Event description:
The complaint is reported as: "endurance place (B)(6) in the upper arm, close to the antecubital. Vascular nurse was called to check the line the evening of (B)(6) because it was not flushing. Upon flushing, she noted saline leaking around the site so she pulled it out. She noted a blood clot at the end of the catheter, and bad kink at the hub. She flushed with saline to see where the problem was and it squirted out of a micro hole that developed where the catheter was kinked." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "endurance place 2/19 in the upper arm, close to the antecubital. Vascular nurse was called to check the line the evening of 2/23 because it was not flushing. Upon flushing, she noted saline leaking around the site so she pulled it out. She noted a blood clot at the end of the catheter, and bad kink at the hub. She flushed with saline to see where the problem was and it squirted out of a micro hole that developed where the catheter was kinked." No patient harm was reported. The patient's condition is reported as fine.